Event description:
The manufacturer received information alleging a ventilator had a ventilator inoperative condition occurred. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation alleging a ventilator had a ventilator inoperative condition. There was no report of patient harm or injury. The device was returned for preventative maintenance. There was no evidence of a ventilator inoperative condition logged within the device's error log. The device passed all final testing.